Event description:
My newly refurbished CPAP by philips respironics has on 3 or 4 occasions given off a sweet smell. I am leary of using it but it is not a continuous, daily, problem. These occasions have happened over the year I have had it. One occasion just within the past week.